Event description:
It was reported that the lead displayed signs of dislodgement. A ventricular capture threshold test displayed atrial capture with ventricular channel pacing. Oversensing of the atria on the ventricular channel also led to the delivery of inappropriate therapy. It was later reported that the device was explanted when no telemetry could be established.